Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on lcd board. Unable to confirm missing segments/partial display and unable to perform any tests due to blank display. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip. (B)(4).

Event description:
Customer reported via phone call that the device had a partial display. Customer's blood glucose was unknown. After troubleshooting, display did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.